Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Incident details - the spiderfx was placed at start of the procedure. Plaque excision, balloon angioplasty, and stenting were all performed on spider wire. At the end of the case, the blue capture end of the spider was inserted into the sheath. The mouth of the spider was captured by the blue end of the retrieval catheter. Only the mouth was capturable due to a full spider basket. The spiderfx became difficult to remove once it was in the sheath. The physician pulled on the catheter and it separated between the white and blue section. The spider and the blue portion of the spider retrieval catheter were stuck in the sheath. Because the case was finished, it was decided to remove the sheath, spiderfx, and retrieval catheter all together and manual pressure was held.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Evaluation of the returned device found the filter basket was full of calcific, non-compressible plaque residue and the proximal end of the (torn) catheter shaft exhibited elongation. The white atraumatic tip exhibited creases that appear to be related to the difficulties encountered while attempting to capture the filter assembly (B)(4).